Event description:
Progeny sales representative, (B) (6), reported that a preva intraoral unit, serial number (B) (6), fell off the wall at (B) (6) office, and hit the pt erminia davichic in the upper chest.

Manufacturer narrative:
Improper mount to the wall -- upper bolt of the mount was installed on the edge of the stud therefore, there was not enough wood to sustain the weight when the arm was extended, allowing the unit to separate from its mount over time.